Manufacturer narrative:
This supplemental report is being submitted to provide the additional information obtained from the customer, and the results of device evaluation. The device was returned to olympus for evaluation. The service center confirmed the user's complaint for no image displayed on the screen due to a faulty cable unit. Additionally, the rear cover label was faded. Listed parts were replaced.

Event description:
Additional information was obtained from the customer on 08-july-2021. Customer confirmed the event was first noticed during unpacking the device before the procedure. No other devices were involved in the event. There was no delay in the procedure. The intended procedure was completed using the same camera. The device was inspected prior to use and there were no other devices used.

Event description:
It was reported to olympus that the 4k camera head displayed a communication error. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
The legal manufacturer's investigation and the results of the device history records (DHR) review. The legal manufacturer performed an investigation. The DHR for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to excessive force applied to the device during user operation. In addition, considering the fact that it has been about five years since the subject device was manufactured, the cable unit might have malfunctioned due to aging deterioration.